Manufacturer narrative:
Products were replaced and requested back for investigation.

Event description:
The reporter contacted lfs (B)(6) on (B)(6) 2013 alleging inaccurate control low readings on the patient's one touch vita enhanced meter. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unable to get in contact with the reporter or patient. The following the reporter mentioned that the patient had tested and obtained a result of 101 using the control solution. It is unknown what the range was on the vial of test strips and whether or not the patient tested his blood glucose at the time. The patient increased his dosage of medication and at an unspecified time later felt hypoglycemic - ill. No further clinical information was provided. The pharmacist ran a quality control test over the phone with the cca and the test strips passed using the control solution. The test strips were in good condition and not expired. It is unknown whether the technique of applying blood on the test strip was correct. The product was replaced. The complaint is being reported since the patient alleged inaccurate control low reading, he increased his dosage of medication and later developed symptoms of hypoglycemia.